Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. On (B)(4) 2009, a field svc engineer visited the site to evaluate the instrument. He verified flowcell alignment, adjusted lyse diluent timing and verified performance of the lh750 analyzer. An analysis of the raw data indicated that the sample contained abnormal lymphocyte populations; however, the algorithm in use on the lh750 analyzer to recognize and to flag the blast cells was not sensitive enough to flag the results with this pt's sample.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer did not flag one pt sample for the presence of blast cells, although when the customer performed a manual differential, a count of 21 blast cells was recorded. The erroneous results were not reported out of the laboratory. There was no reported change in pt treatment as a result of this incident.